Event description:
It was reported to philips that the device delivered a defibrillation delay. Here was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was clarified to be the customer was reporting the synchronized cardioversion delay was 33 msec to 36msec.

Manufacturer narrative:
.